Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop break. Imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used during an endoscopy procedure performed on (b)((6) 2025. During the procedure, the snare came out fully broken and facing sideways. They tried to proceed but it would not cut anything off. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that when they opened the snare, it came out fully broken and facing completely sideways. However, they still tried to proceed with it but it would not cut anything off, however, per the instructions for use (IFU), "visually inspect the snare for kinks, loop fraying, and overall product integrity. If any damage is found, do not use the snare and return to boston scientific for replacement."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop break. Imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: (additional information), block b5 has been updated based on the additional information received on december 17, 2025.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the snare came out fully broken and facing sideways. They tried to proceed but it would not cut anything off. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that when they opened the snare, it came out fully broken and facing completely sideways. However, they still tried to proceed with it but it would not cut anything off, however, per the instructions for use (IFU), "visually inspect the snare for kinks, loop fraying, and overall product integrity. If any damage is found, do not use the snare and return to boston scientific for replacement." Additional information received on december 17, 2025. The procedure was completed with another captivator cold snare device.